Event description:
It was reported that an infusor had no flow during patient use. The device was filled with a solution of fluorouracil. There was patient involvement, however there was no report of adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.